Event description:
The customer reported to philips healthcare that sometimes the device does not turn on. There has been no adverse pt impact.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.